Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There is a kink on the body of the catheter and the tabs of the clip are locked in the capsule. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three devices (10217682, 10217732) used during the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the stomach during an upper endoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip was able to lock onto the tissue; however, the clip failed to release from the catheter even after shaking and jimmying the device. Reportedly, the clip was then pulled off from the patient and caused bleeding. Another two resolution 360 clip were used and both clips were able to grasp and lock onto tissue but failed to release from the catheter. The patient was transported to critical care and received three units of blood. The procedure was completed after two hours with twelve more resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f0801 is being used to capture the reportable event of intensive care. Imdrf impact code f2302 is being used to capture the reportable event of blood transfusion. Imdrf impact code f14 is being used to capture the reportable event of prolonged episode of care. Block h10: investigation results a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed that there was a kink in the catheter. In addition, the device was returned without the clip assembly and has evidence of full deployment. Functional testing was not performed due to the condition of the device. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device was returned without the clip assembly and with evidence of full deployment in which the clip did release. It is important to mention that the presence of this component is very important to the investigation, this is because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Also, regarding the kinks found on the catheter, this could have been caused by the way in which the device was handled during the procedure. In addition, the adverse events reported were a consequence of the customer pulling the clip from the tissue. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed. Block h11: blocks a2 and h6 (patient codes, impact codes and device codes) have been corrected.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2018-61193 for the first resolution 360 clip, 3005099803-2018-61182 for the second resolution 360 clip, and 3005099803-2018-61194 for the second resolution 360 clip. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the stomach during an upper endoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip was able to lock onto the tissue; however, the clip failed to release from the catheter even after shaking and jimmying the device. Reportedly, the clip was then pulled off from the patient and caused bleeding. Another two resolution 360 clip were used and both clips were able to grasp and lock onto tissue but failed to release from the catheter. The patient was transported to critical care and received three units of blood. The procedure was completed after two hours with twelve more resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.